Event description:
It was reported that this left ventricular (lv) lead was fractured. The health care professional (hcp) called for reprogramming options. Technical services (ts) provided advice on what to program the therapy to. The lead remains in use. No adverse patient effects were reported.